Manufacturer narrative:
Investigation of this event is in progress. The product has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in supplemental report.

Event description:
It was reported that during preparation of amvisc plus for use, the viscoelastic began to leak at the junction of the syringe and luer lock. The cannula and luer lock detached from the syringe as the scrub nurse continued to press down on the plunger. There was no patient contact.